Manufacturer narrative:
Section b3 was updated with the event date of 8-22-2025. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).

Event description:
According to the information received, no image on the monitor during case was able to grab another and continue the case. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Investigation summary: scope has cloudy image due to debris inside housing caused by fluid invasion. Punctured working channel, leak. Nicks on handle housing. The risk file was reviewed for this defect and is noted in the complaint investigation. No further analysis was completed due to the indication that this was not a design/manufacturing related defect. This event is filed under internal complaint ID (B)(4).